Event description:
It was reported that low audio output occurred. The patient was sleeping when his wife noticed he was sweating and unresponsive. The patient¿s wife also noticed the patient¿s dexcom was alarming with ¿urgent low¿. However, the patient¿s wife stated that the ¿intense¿ sound set-up on the receiver was not loud enough to wake up the patient. The patient¿s wife called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 25 mg/dl. The patient was treated with an unspecified IV. The patient regained consciousness after approximately 15- 20 minutes. Once able, the patient ate a peanut butter cracker. The patient was not transported to the hospital. The patient was in good condition at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.